Event description:
Health care professional (hcp) reports a cracked arterial header occurred during the pt's 16th use of the CT 110g dialyzer. A new dialyzer was used to continue the treatment without incident. An estimated 250cc of blood loss incurred. The hcp reports no pt injury and no need for medical intervention was required.